Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the radius, broken on the plug strap and missing the plug strap (75-100%). Leak test and microscopic analysis was performed which identified: one opening crease sharp on the radius, two openings punctured curved on the anterior and broken striated on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease sharp opening on the radius due to fold flaw opening. A striated broken on the plug strap due to surgical damage consist in the use of some surgical tool. Missing the plug strap due to inconclusive. Two punctured openings on the anterior due to surgical damage like.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.